Event description:
It was reported that a button broke off the green patient tracker as it was being used as an axis guide during cup impaction. It was reported that the procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that a button broke off the green patient tracker as it was being used as an axis guide during cup impaction. It was reported that the procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable.